Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the torn eyeshade occurred due to long-term use and handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue and the customer's allegation was confirmed. In addition to the torn eyeshade discovered, it was also found that the optical axis was misaligned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ome8c-tbi ver4 (d) had dust inside its eyepiece. There was no report of patient harm. The device was returned, evaluated, and it was found that the eyeshade was torn. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.